Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction with the ipg.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-1140 (sn: (B)(4)) device evaluation indicated that the complaint was confirmed. The device battery level reached the end of service life, and suspended normal operation. The battery level measured 2.485 volt upon receiving. The battery profile covers a period between (B)(6) 2017. The energy_use_index of program 1 (latest setting) was 87.9, which was the source of the rapid battery depletion.

Event description:
A report was received that the patients ipg was non-functional. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.